Manufacturer narrative:
Received 1 opened inlay optima ureteral stent. Visual inspection noted that the stent is broken into two segments midway on the shaft. No pieces of the stent appear to be missing. Further visual inspection noted the broken section presents stress marks; like the stent was stressed beyond its tensile capabilities. The stent dimensions were found to be within specification. The reported event is confirmed with the cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent was fractured when the pack was opened. The stent cannot be inserted or applied normally.